Event description:
Reportedly, the device was explanted at implant and replaced by the same model device. Reason for explant not provided. The device will not be returned (discarded).

Manufacturer narrative:
Device not returned.